Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2006 (B)(6). (B)(4).

Event description:
The patient reported feeling "palpitations" every day. Follow up with the physician indicated that the patient had diaphragmatic stimulation. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.